Event description:
On (B)(6) 2012, the lay-user/reporter contacted lifescan (lfs) (B)(6) on behalf of the lay-user/patient alleging the lfs meter is giving inaccurate reading of 7.8 mmol/l (140 mg/dl) compared to 10.8 mmol/l (194 mg/dl) obtained on another lfs meter. Reportedly, 30 minutes after the alleged comparison, the patient developed symptoms described as "cold sweat and tired." The patient allegedly did not take any action and stuck to his normal routine at the time of concern. There was no reported required hcp medical intervention associated with the alleged incident. During troubleshooting, the comparison was taken within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. This complaint is being reported because the patient had symptoms that can be suggestive of hypoglycemia after the alleged inaccurate issue began

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. (B)(6).

Manufacturer narrative:
Follow-up ((B)(4) 2012)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed.